Event description:
There was a slit in the vented bag of the convenience kit that appeared to be from a box cutter leaving the pack non-sterile. The slit was identified by hospital staff prior to the pack being stored in sterile supply and was discarded. The kit was not returned for investigation into the incident. The source of the cut is unknown. There was no patient contact.